Event description:
In 2008, the patient reported that while removing her insulin cartridge the plunger became stuck to the piston rod of the infusion device and the entire contents of the cartridge spilled into the cartridge compartment. The patient was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.